Manufacturer narrative:
(B)(4). The incident device was discarded by the site. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported while performing a laparoscopic tubal dye study and endometriosis studies, the rocker switch of the e2750 was sticking. The e2750 was replaced and used to complete the procedure without any further incident. There was no injury to the patient. The incident device was discarded by the hospital and is not available for evaluation.